Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and determined that the cause of the smoke was due to a malfunction in the instrument uninterruptable power supply (ups). The cse replaced the ups and the instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Smoke emission was detected on a dimension rxl max with hm instrument external uninterruptable power supply (ups) . The instrument was turned off to stop the smoke emission. There were no reports of staff injury, damage to property or impact to patients due to the smoke emission.